Event description:
Medtronic received information that harm reported, with no allegation of device deficiency occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). On (B)(6) 2022 the customer returned pump for an alleged high blood glucose. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Insulin pump history download using thds was successful. High blood glucose confirmed was shown on down load report was on 10/20/22 20:06:53 normal bolus (var off), programmed: 10.000u, delivered: 10.000u, active insulin: 0.000u, source = pump using b key and hex = 01 01 90 01 90 00 00 00 b5 86 34 74 16. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump passed require testing. Unable to confirm alleged high blood glucose.